Event description:
As reported to coloplast, though not verified, patient was implanted with aris mesh. Later the patient experienced mesh exposure, bacterial vaginosis, incontinence and failed estrogen therapy. A partial explant of the extruded vaginal mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.